Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: three pictures were provided and 72 samples were returned for the reported part and lot number. The returned samples were received in unused condition, in a plastic bag in its original packaging. Functional testing: all received samples were evaluated through functional testing. Sample 8 and sample 9 failed the leak test. The rest of samples passed the leak test. The probable cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that chemical solution was leaking from the base of the yellow connector on the extension tube connection side. The event occurred before patient use/during priming.